Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The legal manufacturer confirmed, that the customer's reprocessing steps were implemented in line with the instructions for use (IFU). Based on the results of the investigation, olympus confirmed, foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented, by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-290 series, operation manual, chapter 3: preparation and inspection. Prevention measures are written in instructions for use: gif-290 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.